Manufacturer narrative:
Based on the claim against the product by the customer noting that there was arcing due to a tear in the tip cover, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that they did not plan to return the instrument and tagged it for reprocessing. The monopolar curved scissors (mcs) instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. Although the complaint regarding the arcing due to a tear in the tip cover was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Verification of the event details via system logs cannot be performed at this time for the tip cover accessory (part# 400180-14) because there is insufficient information on the lot number. A review of the instrument logs for the monopolar curved scissors (part# 470179-19 / lot# k13220405-0086) associated with this event was last used on (B)(6) 2022 on system sk1595. There were 0 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the mcs tip cover accessory had a tear material on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. This file captures the arcing event due to the tear in the tip cover and the endoscope issue with the loss of video feed.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) from outside the room and reported that the monopolar power was arcing to the camera only when using the monopolar curved scissors (mcs). When the arcing would happen, it would cut out the endoscope video feed. The tse reviewed the logs and found communication error 48221 for the 30 degree endoscope (part# 470027-65 / serial# (B)(4). The tse suggested to check the connection of the endoscope. If they were still having issues the tse recommended to change out the endoscope. The fse also to recommended to change out the mcs to see if the new mcs would cause the same issue. The customer was currently at a part in the case that they weren't using the system but would resume using it later so no troubleshooting was done while on the call. The csr called back to report that the issue with the arcing was a tear in the sheath. After correcting that issue, the arcing issue was resolved. This complaint was created to capture the tip cover with a tear that caused the arcing event mentioned in the initial complaint. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the csr and obtained the following additional information: it was confirmed that this event occurred during a low anterior resection (lar) procedure on (B)(6) 2022. The lot number for the tip cover was not known. It was reported that the setup for the procedure was all proper and the tip cover was installed onto the mcs properly. No orange was showing on the mcs. The energy arc came from the mcs instrument, but it was unclear as to exactly where since they were also having a image issue with the endoscope where it would cut out to color bars when it would arc to the endoscope. There was no report of fragments falling into the patient or tissue damage. The procedure was completed robotically with the same instrument and tip cover. The tear found on the tip cover was at the top of the mcs and the surgeon was able to proceed with what they were using. The tip cover was not switched. There was no patient injury due to the issue. At this time the endoscope, mcs, and tip cover will not be returned. The instruments were flagged for reprocessing to be used again and will only be returned if they have any future issues. No images or patient demographics were available.